Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error on the console, signaling a run-on condition occurred. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During the visual examination, the device was found to have a worn or damaged parts including burnt flexes.